Event description:
The anterior chamber intraocular lens was implanted in 1986 in the right eye. The pt has now developed band keratopathy and corneal decompensation. To improve vision and relieve pain and discomfort, surgery to explant the iol, do a corneal transplant, and implant a posterior chamber intraocular lens was done.